Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to loose cannula hub as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose cannula hub. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced the non-patient end needle separating from the holder hub. The following information was provided by the initial reporter. The customer stated: the needle hub were found to be loosen when the arterial blood collection device was examined, and the blood collection device was replaced immediately without causing adverse effects to the patient.